Event description:
Reporter alleged obtaining a result of 339 mg/dl on the advantage system compared back to back with a result of 149 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Complainant alleged that while attempting to defibrillate a female patient, the device inappropriately displayed an "attach pads" message. Complainant indicated that the patient subsequently expired.